Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported customer had been receiving very high hba1c results ("10.3-10.5") but his adc meter readings were "normal" and he is feeling "dizzy". Caller noted that when he was low he was given glucose tablets and when he was high he was given novolog insulin. On (B)(6) 2016 customer self-presented to his healthcare provider's office where a reading of 98 mg/dl was received on his adc blood glucose meter, which was lower than a reading of 253 mg/dl received on a healthcare provider's meter. Customer was diagnosed with hyperglycemia and treated with 16 units of novolog insulin. Customer was then admitted to the hospital for observation where an adc reading of 170 mg/dl was received at 2:00 pm which was again lower than an hcp reading of 222 mg/dl, obtained at the same time. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.